Event description:
While inserting a catheter on a male child pt, the catheter broke inside of the aorta artery. The physician was able to remove the catheter over the wire completely. The physician was able to place another catheter to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.